Event description:
It was reported that pump displayed malfunction code and fault message without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction code appeared again.